Event description:
On (B)(6) 2011, patient reported she experienced some leaking issues with the infusion sets when she attempted to bolus. Patient stated her blood glucose level was around 400 mg/dl. Patient's target blood glucose range is around 115 mg/dl. Patient reported, she attempted to starve and bolus to bring her readings back down. Patient stated, she noticed the infusion set cannula was bent after she removed the infusion set. Patient manually inserts the infusion sets. Patient reported, she began experiencing the elevated blood glucose issues about a day after inserting the infusion sets back in (B)(6) 2011. Patient stated, she had the issues every time she used the infusion sets. Patient has discarded the alleged infusion sets. The patient did not require treatment from a health care professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.